Event description:
Complainant alleged that during a routine shift check by a clinician the paddles would not discharge. Complainant indicated that there was no patient involvement in this reported malfunction.